Event description:
It was reported that prior to the start of a da vinci-assisted inguinal hernia procedure, the patient experienced bradycardia followed by a moment of cardiac arrest, after the initiation of insufflation. The ports were placed but the patient side cart was never docked. Due to the case being non-urgent, the surgeon decided to abort the case and to wake up the patient. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no report of any malfunction of an intuitive surgical inc. System, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. System and instrument log reviews could not be performed because the system was never docked.